Event description:
No additional information.

Manufacturer narrative:
Additional information: initial reporter phone and fax numbers investigation results: one 20350e-0006 sample was received without any packaging and attached to a bd 10ml saline syringe for investigation. The customer reported that the filter was leaking during use. The returned sample was subjected to leakage testing by occluding the set at each joint and flushing with air using a 50ml bd plastipak syringe whilst submerged under water; leakage was observed from edge of the in-line filter housing. Further visual inspection of the in-line filter identified white stress marks around the edge of the plastic housing. The sample was forwarded to the manufacturing site and supplier of the filter component for further investigation. Their investigation confirmed damage to the housing of the in-line filter; however a definitive root cause for the customer's experience could not be determined during the investigation. No damage of a similar nature has been observed during the manufacturing process at the supplier of the filter component. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20350e-0006 product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set was leaking the following information was received by the initial reporter with the verbatim staff advise this line was primed ready for use. When fluid from the IV bag was running the patient immediately felt a wet sensation. Saline was seen to be leaking from the filter housing. Saline flushed through the filter once disconnected to establish degree of leaking ¿ was determined as significant. The first filter set was replaced, and the infusion continued uninterrupted.